Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had nephrectomy and blood vessel prosthesis implantation in the thoracic aorta performed afterwards. It was reported that the patient returned for follow-up and the CT that there was an endoleak that looked like a type ia endoleak. The aneurysm did not enlarge but the common iliac artery enlarged due to the event and the limb was likely to be dislocated. Additionally, disseminated intravascular coagulation syndrome occurred. An endurant cuff was implanted and the type ia endoleak was resolved. To treat the limb that was likely to be dislocated, the internal iliac artery was occluded (embolized), and an endurant limb was implanted and extended to external iliac artery. The procedure was completed. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.